Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle suture was stuck inside the prostyle device after the suture was cut using the quickcut mechanism. The suture had to be cut from the device to allow for device removal. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was stuck inside the prostyle device¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.